Event description:
Customer reported that her insulin pump is malfunctioning. Customer stated that had high blood glucose of 345 mg/dl, but she cannot treat with the insulin pump because it alarms when she inserts the battery. Customer stated that she treated with a manual injection and she had an allergic reaction to the synthetic insulin. Customer stated that she went to the emergency room to be treated for the allergic reaction. Nothing further was reported.

Manufacturer narrative:
The insulin pump received with constant alarms due to faulty connector on the interface board. The insulin pump received with missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.